Manufacturer narrative:
Initial 1 of 2. E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient experienced two infusion sets bent cannula issues, which led to high blood glucose level (32.8 mmol/l) and was treated with by correction injection via multiple daily injection event on (B)(6) 2026. The site of insertion was on abdomen. The infusion set was in use for thirty-two hours. The patient replaced infusion set and resumed insulin deliveries successfully.